Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The manufacturer internal reference number is: (B)(4).

Event description:
An inventory specialist reported that during an intraocular lens (iol) implant procedure, the plunger on the injector was bent. The doctor tried to fix the instrument, but it bunched the lens up. A new iol and injector was used to complete the procedure.

Manufacturer narrative:
The injector sample was not received at the manufacturing site for evaluation for the report of plunger on injector was bent, it slid under the lens, then bunched the lens up; therefore, the condition of the product could not be verified. No injector lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because an injector sample was not received at the manufacturing site and no lot information was provided, the root cause for the customer complaint issue cannot be determined. All iol handpiece injectors are 100% inspected at the end of the manufacturing process to insure visual quality requirements, the thread engagement is acceptable, and the correct plunger height is present before release of the product. The manufacturer internal reference number is: (B)(4).